Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly the patient was revised due to aseptic loosening femur; aseptic loosening tibia; lysis tibia. Revision njr number: (B)(4). Side: r. Primary asa: p2-mild disease not incapacitating.